Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the box of tampons had strings missing. Multiple attempts have been made to obtain further information, however no further information has been received.